Event description:
It was reported that during a procedure the screen on the device blacked out and the tourniquet cuff deflated. After the cuff deflated there was an unspecified amount of bleed-through into the surgical site. A back-up device was retrieved without delay. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.